Manufacturer narrative:
E1. Initial reporter phone number unknown.one device was returned for evaluation with front cover broken on the bottom left where it gets screwed onto enclosure, quick connect corroded, pole clamp discolored, scratches and nicks on enclosure, missing water tank cover, lcd missing cover and pcb missing a led. A visual inspection was performed, the tank was filled with water, temp check attached, line cord plugged, and the power switch turned on and run. The visual inspection could not duplicate the heater failure, leak was duplicated because device was missing a water tank cover. Device passed functional testing. The root cause was no water tank cover on device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device heater was leaking, and it had a failure. There was no patient involvement and no patient harm reported.